Event description:
It was reported that (1) device was used during a removal of tubal cyst. It was reported by the affiliate that the 355ld trocar was armed correctly (pushing the red button and closing the insulation tap). After having performed a 5mm incision in inguinal area, the surgeon inserted the trocar using the classic maneuver, without rotation. Through the monitor, they could see that the blade did not come out of the tip when encountering the peritoneum. The surgeon continued, but the trocar bent at a 90 degree angle, in the middle of the cannula with a hazard of the device breaking. There was no consequence to the pt.